Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) could not duplicate the problem. The unit triggered in all leads in auto mode and manual mode with trainer and with the customer's ECG cable and simulator. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the customer could not the cs300 intra- aortic balloon pump (iabp) to trigger on the ECG signal using auto mode. The customer had to select the best lead in manual mode to get the pump to trigger. No patient injury or adverse event was reported.